Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the helix fully retracted and clogged with blood/body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Event description:
During follow-up, the right ventricular (rv) lead was observed to be dislodged. The lead was explanted and replaced. The patient was stable.